Event description:
Reporter alleged blood glucose measured 114 mg/dl at 6:00 am back to back with a result of 6:05 am. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.